Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the device had tilted. The device was removed after an attempted but unsuccessful removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After fifteen days of post deployment, ultrasound guidance was obtained through the right internal jugular vein, retrieval sheath was advanced over the wire to a level approximately 2 cm above the superior aspect of the filter. The over the cone retrieval device was advanced over the wire and the sheath. The retrieval device was then advanced to the superior tip of the filter. The sheath could not be advanced over the filter. A single loop and triple loop snares were advanced through 6 french 100 cm mpa catheter and efforts were made at snaring the apex of the inferior vena cava filter. Simons 2 catheter was then advanced over an exchange length glide wire which was then snared below the level of the inferior vena cava filter. The loop was then pulled superiorly to the level of the filter apex and multiple efforts were made at applying steady traction on the loop to disengage the filter apex from the wall at the inferior vena cava and/or pull the filter into the recovery sheath. All these efforts were unsuccessful. Unsuccessful attempt at retrieving the inferior vena cava filter secondary to significant tilt of the filter and protrusion of the apex of the filter beyond the right lateral margin of the inferior vena cava or alternatively significant endothelialization of this portion of the filter. After, three days, computed tomography of abdomen and pelvis was performed, which showed an inferior vena cava filter with tilted appearance and small volume thrombus abutting its cephalad right margin within inferior vena cava. Some of the filter legs were seen to be projected outside the inferior vena cava wall. Also, the legs were seen to approach the posteromedial margin of the adjacent aorta and extended anteriorly into the small bowel mesentery. After, two days, the patient presented with abdominal pain and computed tomography was performed, which revealed constipation of bowels in setting of multiple recent surgeries. Since the patient continued to have abdominal discomfort, the physician recommended removal of inferior vena cava filter. After, three days, the right internal jugular vein was accessed using ultrasound guidance. A bard eclipse inferior vena cava filter in infra renal location was severely tilted. Using 18 french sheath and a 25 mm loop snare the filter was grasped and removed in its entirety through the sheath. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of pulmonary embolism and deep vein thrombosis had a preoperative inferior vena cava (ivc) filter deployed. Approximately two weeks post filter deployment, the patient presented for filter retrieval. Inferior venacavogram demonstrated a tilted filter with the apex appearing to protrude beyond the right lateral margin of the ivc. After multiple attempts with multiple devices, the filter was unable to be retrieved. The decision was made to conclude the procedure. The filter was eventually removed at another facility. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two weeks post filter deployment, the patient presented for filter retrieval. An inferior venacavogram was performed which demonstrated a markedly tilted ivc filter with the apex appearing to protrude beyond the right lateral margin of the ivc. Multiple unsuccessful efforts were made to disengage the filter apex from the wall using glidewire. Multiple attempts at retrieving the filter using cone retrieval device, single loop and triple loop snares were unsuccessful, in large part secondary to protrusion of the apex of the filter beyond the right lateral margin of the ivc. This portion of the filter may be extrinsic to the vessel or be significantly epithelialized. Therefore, the investigation can be confirmed for filter tilt and retrieval difficulties. Per the medical records, the filter was tilted with the apex appearing to protrude beyond the right lateral margin of the ivc. Multiple unsuccessful retrieval attempts were made with cone retrieval device,single loop and triple loop snares. Additionally, efforts were made to disengage the filter apex from the wall using glidewire but were unsuccessful. It is possible that the protrusion of the apex of the filter likely contributed to the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the device had tilted. The device was removed after an attempted but unsuccessful removal procedure. The current status of the patient is unknown.